Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the patient said that her device was not functioning. The hcp said she didn't know how true that was and didn't really believe her.

Event description:
It was reported that an empty reservoir alarm occurred. The pump had been empty for a while and was alarming. It was unknown how long the pump was alarming for. The health care provider (hcp) wished to silence the alarm, due to the patient electing to abandon the therapy. The pump off password was obtained. No patient symptoms were reported. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).